Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6)2017 patient attended a "pump start" and was placed on the pump at 3:35pm. The following day the patient didn't attend work and his work place contacted his next of kin who informed the police. Police forced entry into the property at approx 1:00pm to find the patient unconscious in bed. Paramedics were called shortly after and found blood sugars at 0.8mmol/l. Unknown treatment given by paramedics. The patient was taken to the hospital assessment unit - patient was not admitted and unable to confirm what treatment he received. Patient is now recovering but has lost confidence in the pump. A request was made for the return of the device.